Event description:
It was reported that the patient had damaged a previously repaired section of their driveline. Log file analysis showed routine battery changeovers and clusters of pulsatility index (pi) events. The low battery advisories are the result of normal battery depletion. Additionally, the log file did not contain alarms associated with driveline wire damage indicating the damaged repair section was cosmetic. There is insufficient room for an additional repair so it was recommended to apply rescue tape to help stabilize the area.

Manufacturer narrative:
Previously repaired section of the driveline captured under MFR. Report # 2916596-2020-02939. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the previous driveline repair site was confirmed through review of the images provided by the account. A specific cause for the reported damage could not be conclusively determined through this evaluation. The account submitted two images for review, which showed the external portion of the patient¿s driveline. The first photo captured the reported damage to the distal-end of the previous driveline repair site. The second photo showed the distance between the previous driveline repair and the driveline exit site, which was insufficient for an additional repair. It was recommended to apply rescue tape to help stabilize the area. Review of the submitted log file showed the system operating as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the previously repaired driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.